Event description:
It was reported that during an unknown procedure, the surgeon used the device and found that the film was broken when he put hand into it. Required intervention to prevent permanent impairment/damage. As there was no prepared device in the surgery room, the surgeon had to change the hals to open surgery to complete the procedure. Now the patient is fine.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure started? Was a trocar inserted to start the procedure? No. When did the rip occur? Before, during, or after hand insertion? After opening the package and before hand insertion. If during or after, was the user's hand lubricated? No. The hand was not inserted at all. What products were inserted through the device? No. What was the patient's bmi? Normal. The analysis results found that the iris seal of the device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360 degrees around the lower ring. No conclusion could be reached as to what may have caused the found damage. However, a potential cause of the found condition is that at some point within the assembly, packaging, storage and device preparation process, the iris seal came in contact with a hard object. The incidental contact deformed the elastomeric surface creating a localized area of increased strain. With applied forces, a tear will be initiated at the weakened localized area and continually propagate until the forces are removed or total separation is achieved. This failure mode is common with elastomeric products. The batch record was reviewed and no anomalies were noted during the manufacturing process.